Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plumset that had a leak of cisplatin at the filter vent. There was no patient involved, but there was a report of unprotected chemo exposure as the nurse touched the leaking plumset.

Manufacturer narrative:
Received one used primary plumset, list # 123390488, with the complaint of filter vent leakage. As received, the set was visually inspected and no anomalies were found. The air vent assembly was in good condition. The set was pressure leak tested according to product specifications. No leaks were found anywhere along the fluid path. The reported complaint cannot be confirmed. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint.